Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited high capture threshold. The patient was scheduled for a lead revision. During the procedure the physician decided to visualize the lead under fluoroscopy and discovered that the lead had dislodged. After several repositioning attempts, the lead was no longer sensing. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to sense and unacceptable threshold. The reported events of failure to sense and unacceptable threshold were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.